Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that a surgical intervention was not scheduled yet. The cause of inability to aspirate and loss of therapy was unknown. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 10mg/ml at 1.631mg/day, fentanyl 200mcg/ml at 32.42mcg/day, and bupivacaine 5mg/ml at 0.8107mg/day. It was reported that a loss of therapy occurred. The patient stated that they were not feeling the same relief that they had in the past. There was "no difference" when the patient gave themselves a bolus. The pump was interrogated and there were no reported issues in the logs. A dye study was attempted on (B)(6) 2024, which was unsuccessful, as they were not able to aspirate. At the time of this report, surgical intervention was planned but had not been scheduled. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient's weight and medical history were asked but would not be made available.